Manufacturer narrative:
(B)(4). Device evaluated by MFR.: promus element plus mr ous 3.50 x 24mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified no issues. The struts showed no signs of damage or lifting. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The maximum stent profile was found to be within the maximum crimped stent profile measurement. The tip of the device was examined and no issues were noted. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube found a break at approximately 214mm distal from the distal end of the strain relief. There were multiple kinks noted along the hypotube. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-jul-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 95% stenosed, 3.50x24mm, eccentric, de-novo target lesion containing a lesion bend of <=45 degrees was located in the mildly tortuous, moderately calcified mid left circumflex artery. A 3.50x24mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.